Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the reported issue could be replicated, as there was no speaker sound while testing. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker, and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the tele mx40 had a speaker malfunction and there was no sound coming from the device. The device was not in use on a patient at the time of the event.